Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a visual inspection of the pump found some cosmetic damages including worn keypad symbols. On investigation, the pump powered up with the appropriate audible and vibratory functions. The keypad cover was undamaged. The buttons all responded properly. The investigation was unable to duplicate the reported button issue. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts and the ¿ok¿ button contact was inverted. Unrelated to the button issue, it was observed that the display screen was dim and discolored. When the display screen was replaced with a test screen, the test screen functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿¿ ¿down¿ and ok¿ buttons were responding intermittently and had to be pressed hard in order to elicit a respond. Reporter stated that there was no damage to the keypad or evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.